Event description:
It was reported that this artificial urinary sphincter was removed as the pump was not working. A new artificial urinary sphincter was implanted. No patient complications were reported.